Manufacturer narrative:
The investigation of the returned complaint device uncovered a damaged vessel locator with three bent locator wings and one broken locator wing. All of the wings themselves were secure in their attachment to the device and all of the broken wing material was returned. There was no malfunction detected on the device to explain the damaged condition of the vessel locator as the device did successfully deploy its clip, retract the vessel locator into the delivery tube set and all component bonds were intact. A review of the device history record did not produce any information deemed relevant to the investigation.

Event description:
It was reported that a trained physician successfully achieved arteriotomy closure using a starclose vessel closure system during an interventional procedure. It was noted that the device stuck in the pt, but the physician was able to remove the device with difficulty. Hemostasis was achieved with the starclose device. No additional information available.